Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula not deployed and the pink slide insert was not seen in the viewing window. Investigation found the cannula assembly successfully deployed upon manual advancement of the ratchet gear. The downloaded data indicates the device ran 46 pulses and was then deactivated by the user before the device could run the second priming sequence. The device functioned as intended and was deactivated before running enough pulses to deploy. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient activated a pod the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The pod was not worn.